Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02293. It was reported, the pt complained of experiencing pain at his scs ipg site. The pt stated, the pain is related to the position of his ipg on the right flank. The pt also complained, he is not receiving effective stimulation from his scs system. Reprogramming did not resolve the issue. X-rays taken found the pt's scs lead was migrated. Follow up identified the pt underwent surgical intervention on (B)(6) 2014. The pt's scs ipg was replaced with a smaller model. The pt's scs lead was also replaced. The surgical intervention reportedly resolved the issues.